Manufacturer narrative:
(B)(4). D10: cat#: 157442, lot#: 530950 m2a-magnum mod hd sz 42mm. Cat#: 139256, lot#: 342830 m2a-magnum 42-50 tpr insrt std. Cat#: 11-104109, lot#: 341230 mlry-hd por fmrl 9x150mm. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device was explanted approximately 11 years and 4 months post-implantation for pelvic dissociation due to loosening of the cup. During the procedure, the cup was found unstable with pseudoarthrosis on the posterior wall and column. Allograft was placed to an acetabular defect, a 10-hole reconstruction plate/screws and three spring plate/screws were placed to secure the stability of the acetabulum. All implants except the stem were revised without complication. It was reported that no further information is available.